Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following other devices were also listed in this report: unknown shell; cat# unknown; lot# unknown, unknown head; cat# unknown; lot# unknown, unknown proximal body; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision due to infection.